Event description:
This lead was explanted due to dislodgement (lead pulled back in to the main body of the coronary sinus). Upon inspection, a dent was seen near where the lead was tied down and blood was observed inside the body of the lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The suture sleeve was found damaged and a ligature mark was found 16 cm distal to the is4 connector pin. Furthermore, coagulated blood was found inside the lead's lumen in the distal end region. These blood residuals were most likely penetrated into the lead during the implantation procedure. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.